Manufacturer narrative:
G2. Foreign: canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient with an implanted neurostimulator for unknown indications of use. It was reported that communicator and implanted neurostimulator (ins) could not connect. 2-3 month ago, they felt a shocking sensation (small shocks from the calf(s) down on both sides), the shocked feeling occurred again for 2-3 hours. The communicator and ins could not connect (same as now). Group a ?101 appeared on the screen". Attempted to connect took place and it worked, but the patient does not want to go through this anymore. Shocks were not felt after that. It stopped and no shocks experienced when the patient was able to reconnect regarding on the day of the call. A replacement communicator was requested. The issue resolved.